Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that the nurse found that the distal end of the drain tube that is normally fixed into the burette was actually dislodged allowing urine to drain freely onto floor.